Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Please provide the type of foreign material found? White material 2. Did any physical damage was identify? No 3. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? No 4. What part of the device was broken? No breaking , the foreign matter fell off at outside the patient's body. The white foreign matter has already been discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic colectomy, when loading the clip, a white thing (foreign matter) fell off from the tip. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch # z7012z . Investigation summary : the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and with no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the packaging opened was returned along with the instrument. Upon visual inspection a foreign matter was observed to be on the jaws and it was confirmed to be lubricant, which is applied to the instrument during manufacturing process. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining twenty-one (21) clip as intended. Additionally, three (3) photos were provided and they showed the condition of the reported event. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. Device history review: a manufacturing record evaluation was performed for the finished device batch z7012z number, and no non-conformances were identified.